Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, inappropriate shocks were delivered due to noise oversensing on the right ventricular lead. Preliminary analysis confirmed that nineteen (19) inappropriate shocks were delivered on (B)(6) 2019 due to ventricular noise oversensing. Based on this analysis, a ventricular lead issue and/or lead-pacemaker connection issue is suspected. Moreover, atrial noise oversensing was also observed since (B)(6) 2016. The provided x-ray suggests a conductor externalization of this atrial lead. Therefore, an atrial lead issue cannot be excluded.

Manufacturer narrative:
It was observed that the shocks were not delivered at the maximum energy. Additional analysis confirmed that this behavior is expected in case of rv lead issue. Moreover, it was reported on (B)(6) 2019 that the device has been explanted on (B)(6) 2019. D7 is updated. B5 field has been corrected.

Event description:
Reportedly, inappropriate shocks were delivered due to noise oversensing on the right ventricular lead. Preliminary analysis confirmed that nineteen (19) inappropriate shocks were delivered on (B)(6) 2019 due to ventricular noise oversensing. Based on this analysis, a ventricular lead issue is suspected. Moreover, atrial noise oversensing was also observed since (B)(6) 2016, most probably resulting from an atrial lead issue and/or a lead-defibrillator connection issue at atrial level. According to the physician, x-ray suggested a conductor externalization of the atrial lead.

Manufacturer narrative:
Manufacturer information has been updated (manufacturer name, city and state, f14 and g1-2). Please refer to the attached analysis report.

Event description:
Reportedly, inappropriate shocks were delivered due to noise oversensing on the right ventricular lead. Preliminary analysis confirmed that nineteen (19) inappropriate shocks were delivered on (B)(6)2019 due to ventricular noise oversensing. Based on this analysis, a ventricular lead issue is suspected. Moreover, atrial noise oversensing was also observed since (B)(6)2016, most probably resulting from an atrial lead issue and/or a lead-defibrillator connection issue at atrial level. According to the physician, x-ray suggested a conductor externalization of the atrial lead.